Event description:
Information received indicates the right siderail will not latch due to a missing latch shoulder bolt.

Manufacturer narrative:
The technician replaced the siderail latch bolt to repair the stretcher.